Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3,b5, h6 (type of investigation, investigation findings, component codes, medical device ¿ problem code , investigation conclusions) a getinge field service engineer (fse) evaluated the unit and identified that the safety disk values were outside factory specifications. In addition, the battery backup capacity was found to be degraded. The safety disk values (0997-00-0985-15) and battery (0146-00-0039) were replaced to correct the issue.following repair, the unit underwent functional and safety testing, all of which passed per manufacturer specifications. Replaced parts were retained by the customer.

Event description:
It was reported by the customer that during use, the cs300 intra-aortic balloon pump (iabp) had a circuit leak alarm. The balloon was checked and found to have no abnormalities. Patient involvement was reported, however no patient harm or injury occurred, as the patient was transferred to another device to continue therapy.

Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump(iabp) had a loop leak alarm during use. No harm or injury to the patient was reported.